Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-200 instrument is not recognized when plugged in, which displayed a console error saying "handpiece not attached (?)". This was discovered out-of-box during an arthroscopic procedure on (B)(6) 2022. The case was completed by an open technique as minimally invasive surgery was not possible.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-200m motor with cable 3.5 m serial/batch number (B)(6) was received for investigation. Functional testing with ar-200c, serial (B)(6)found that the device does not function as required. When the device is connected to the console a screen error appears, not handpiece attached symbol (?). Visual evaluation of the cable or connector did not found issues. The root cause of the reported failure mode is undetermined.